Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. All implanted components were removed and a new aus was implanted. There were no patient complications. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.